Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a connection issue with a retractor band cable. A field service engineer reseated the retractor band cable in both the drawer and module controller. The row board cable was also reseated on the drawer controller and on the individual row boards. Reassembled the drawer and powered the device on to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the communication bus. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.